Event description:
Treatment of an avm. It was reported that the echelon catheter was used to deliver onyx and became stuck in the onyx cast. The physician decided to leave the catheter in the patient until the surgical resection that was scheduled for the following day. During surgical resection, the catheter was snipped and removed through the femoral access site without complication. At some point after the catheter was removed, the patient experienced a stroke and a brain bleed. It was reported that the patient is currently hemiplegic on the right side. Same event as MDR# 2029214-2009-00204.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.